Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00619, 0001526350-2023-00620. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit had a damaged gear and the calibration was out. The gear was replaced and the unit was calibrated to specification and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher produced an incomplete mesh. The living legacy foundation is a cadaver skin bank that used the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.